Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not reappear, and was advised to wait before starting new sensor session, which customer understood and accepted.